Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
No product received.the local carefusion affiliate has supplied information indicating that the customer has identified user error and that additional training has been implemented.the kvo rate is a rate of fluid flow that the pump infuse upon completion of a vtbi. The kvo rate never exceeds the infusion rate, as detailed in the directions for use.

Event description:
When a noradrenaline infusion running at 2mls/hr reached the end of infusion, the device switched to kvo (keep vein open). The report suggests that the kvo defaulted to10 mls/hr, which is a higher rate than the set rate of the infusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.